Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that on the day of implant when patient was home, the patient was sitting on the toilet and their spouse was helping them and said that someone from the manufacturer called them and told them to increase the stimulation. They said that they increased the stimulation to 9 and experienced excruciating pain in the right thigh and the outside of their right thigh. They said that it was so painful that they jumped off of the toilet and screamed. They said that it was like a lightning bolt went through them. They had their spouse turn the stimulation down. When asked, the patient said that then they kept it at 5 for a long time and never increased it, however it never helped with symptom control. They also tried 2 and kept it at that setting for a long time and then decided to turn it off as it wasn't helping their symptoms. Since that incident on the day of their implant, the patient had experienced pain in their right thigh. They said did not notify their managing physician about the issue however said that they did notify the implanting physician that the therapy wasn't helping. They didn't know the name of the representative that was at the procedure. They requested to be contacted by the local representative, which was done and the manufacturing representative (rep) was able to confirm that the implant was removed on (B)(6) 2024. On 2025-jan-14 additional information was r eceived from a manufacturer representative (rep). The rep reported that they had called the patient last week or the week before. The patient told them that they had pain since the implant was put in, but that had been the first the rep had heard of that and that the device had already been removed.